Event description:
The biomedical engineer reported that the vitrectomy probe did not cut. The probe was switched out to complete the case. The biomedical engineer also reported a humming noise was noted at the beginning of surgery. The biomedical engineer called the company technical support specialist (tss) and they conducted troubleshooting of the system. The tss determined the humming may be due to the coagulation feature being activated by a short in the footswitch cable. The biomedical engineer stated he had to get another footswitch from another facility, which caused a two hour delay in the surgery. Additional information received from the operation room coordinator stated they did not save the vitrectomy probe for evaluation. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The customer did not request service for the system. The footswitch cable has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).